Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2012 due to a non-healing surgical wound. Review of operative report revealed patient was revised due to a superficial infection. Operative report further noted superficial wound dehiscence, superficial wound necrosis and serosanguineous fluid during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.